Manufacturer narrative:
It was not reported if the peritonitis had resolved. Six days prior to the receipt of this report, the patient died. The cause of death was unknown and it was not reported if an autopsy was performed. Dianeal therapy remained ongoing until the time of death; however, it was not reported if the patient was performing peritoneal dialysis therapy at the time of death. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of, the treatment for, and the outcome of the peritonitis was not reported. No further detail was provided regarding whether the patient was hospitalized for the event or if dianeal therapy was ongoing. No additional information is available.